Manufacturer narrative:
Additional information: d4, g4, g7, h2, h3, h6, h10. DHR review showed that no anomaly was reported during the manufacturing/packaging processes of lot 4090813 that could be related to the reported condition. Eight (8) retain samples were visually inspected and results were found acceptable with the integra requirements. No sample was available for return; therefore, no further evaluation is possible. However, according to the case evaluation performed by medical and scientific affairs it was concluded that epileptic seizures following a traumatic head injury are not uncommon, particularly for injuries sufficiently extensive to require cranial decompression. The initial trauma, the decompression, disruption of cortical circulation and the gliotic scar that forms within the brain tissues as a result of trauma all can contribute to creating an epileptic focus that will produce seizures. The duragen product is not the cause of the condition. In fact, duragen¿s ability to suppress scar formation may assist in preventing post-traumatic epilepsy, and it is used routinely in surgery procedures for the placement of grids in epileptic patients, with very good results. Based on the analysis result of medical and scientific affairs, the root cause of the reported condition is considered unrelated with duragen product.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 1121308-2020-00044.

Event description:
This is 2 of 2 reports. It was reported that the id4501i duragen 4x5 1 pack ce was first used for an external decompression to a (B)(6) year old male patient after a stroke on (B)(6) 2019. A second duragen was used for a craniotomy procedure on (B)(6) 2020. The patient has not yet fully recovered, partly because of his originally poor activities of daily living (adls). The patient is better than he was at one time, but still has occasional seizures and other symptoms of epilepsy. Re-operation was not performed. The patient was being monitored with medication and other measures.